Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 was cracked. A field service engineer replaced the door, and all functions returned to normal. The fse tested the door multiple times by opening and closing to check function of the tower door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had cracked tower glass door. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.